Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during a set change. Customer's blood glucose was 224 mg/dl. Customer reported the device did not alarm a no delivery alarm during manual prime. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.